Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by site.

Event description:
A report was received that a patient experienced weakness and intermittent fever. The patient's driveline exit site was noted to be draining and was described as "constantly flowing". Diagnostic testing of this drainage proved to be positive for a viral infection. The patient was started on intravenous (IV) antibiotics and a wound vacuum-assisted closure (vac) device was applied on (B)(6) 2017. The patient later underwent pump exchange for a pump infection and wound dehiscence at the driveline exit site on (B)(6) 2017. As of the date of this report, the patient is stable and remains in the hospital.

Manufacturer narrative:
Additional information received indicates that the patient was initially admitted to hospital on (B)(6) 2017. Diagnostic testing of this drainage proved to be positive for pseudomonas aeruginosa. The patient was started on intravenous (IV) antibiotics. An abdominal computerized tomography (CT) scan appears to have revealed an abscess. Non-surgical attempts to drain this abscess were unsuccessful. On (B)(6) 2017, the patient underwent partial revision of the driveline exit/cable to the level of the abscess and a wound vacuum-assisted closure (vac) device was applied. These treatments did not resolve the infection over the ensuing weeks. The patient later underwent pump exchange for a pump infection and wound dehiscence at the driveline exit site on (B)(6) 2017 with the post-operative application of another wound vac. The patient's physician reported that the event was related to the driveline cable. Conclusion: based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are possible patient factors that may have contributed to this event. Corrected: date of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.